Event description:
It was reported that approximately seven years after the implant of a transcatheter aortic valve replacement (tavr), valve stenosis was identified. Additionally, diagnostic imaging showed that there was possible paravalvular leak of unspecified severity, and possible pannus/thrombus versus inadequate contrast filling seen inside the tavr frame. Calcium was also noted in the sinotubular junction. The patient was being considered for a valve-in-valve procedure. The patient was hospitalized due to this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.